Event description:
It was reported that patient had been having constant urinary tract infection (utis) for over a year now and was on anti-biotic daily. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# va00ecl, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).